Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded, indicating inflation had occurred. The inner lumen patency was verified with a 0.015 inch mandrel. No deformation was evident to the distal tip. No other damage was apparent to the delivery system during visual inspection. (B)(4). Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an endeavor resolute drug eluting stent to treat a moderately tortuous, severely calcified lesion with chronic total occlusion in the mid circumflex artery. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. The inflation device did not remain on neutral pressure during delivery of the device. It is reported that stent dislodgement occurred during delivery to the lesion. The dislodged stent was not removed, and no attempt was made to remove the stent. The stent was deployed where it dislodged using the delivery system balloon. The stent was deployed in the exact intended location. A new stent was implanted to complete the operation. The physician commented that the event was not related to device quality, but the size of device chose was not appropriate. It was noted that the physician had limited experience. No patient injury is reported. The patient's status is well.